Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during an unknown procedure, the pk-cf0533- pk, cutting forceps broke off. The branch was removed from the "situs" immediately. No complications were reported. Additional follow-up with the customer was conducted and no further details about the procedure or patient outcome were provided at the time of the report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the jaw was confirmed to be broken off. However, the jaw piece was not returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the issue was found to be linked to a specific jaw lot. A CAPA (CAPA-201438) was opened, and a stop shipment was initiated due to the investigation findings. This supplemental report includes an update to h3 from the initial medwatch. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.